Event description:
It was reported that a polarity switch, 251 low impedance paces, no diaphragmatic stimulation present, and ventricular high rate episodes occurred. No further patient complications were reported as a result of this event. Edit (B)(6) 2010: correction: the patient did have diaphragmatic stimulation. Update: the device remains in use. It was further reported there was low impedance and oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: added correction to event description to note patient was having diaphragmatic stimulation.